Event description:
Philips received a complaint on the dfm100 device indicating that the shock is not delivering properly. There was reportedly no patient involvement. The fse evaluated the device on site. The fse checked and found that shock delivered by analyzer handover the machine in proper working condition. No device malfunctions were confirmed, and the root cause of the issue was not identified. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity of s0 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.